Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, two photos from the field of the explanted valve were received. The photos showed the outflow side of the valve and that the sewing cuff appeared to be covered in blood/body fluids and contained what appeared to be white tissue and sutures. The entire surface of the valve was not clearly visible. Due to the limited view of the device no additional observations were able to be made. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Hydrodynamic testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a double-valve replacement was performed and this 27mm epic valve was implanted in the mitral position. On (B)(6) 2016, the epic mitral valve was explanted secondary to leakage which the user suspected was due to a cuspal tear or perforation. Ex vivo, the cusp was reportedly perforated. A non-sjm valve (size unknown) was implanted. The prosthetic aortic valve remains in place with no information available.